Manufacturer narrative:
Fsca number: (B)(4).

Event description:
During a wolff-parkinson-white (wpw) procedure, the plug connecting the tacticath to the tactisys was difficult to get into the socket of the tactisys. After the connection, the lamp of the tactisys was continuously red and it was not possible to reset contact force. The tacticath was replaced. The new tacticath connected easily and then worked without issue. The procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.